Manufacturer narrative:
The device was evaluated and performed as intended. The failure to osseointegrtae is an inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate.